Event description:
Per pt tracking, this system was removed due to erosion and was replaced with another biotronik system in 2009. Lumax 540 hf-t, 1028232-2009-01538. Setrox s 53, 1028232-2009-01543.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the erosion was not device related.